Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while loading the device during a laparoscopic bariatric procedure, it was stated that there was an unloading issue. The jaws wouldn't open after closing when put through the trocar to place around the tissue. A new handle and reload were used to complete the case. There was no patient injury.